Event description:
It was reported that an asymptomatic patient presented in the operating room for an atrial lead replacement. The patient had experienced clavicular crush. The clinic noted a rise in pacing lead impedances from (B)(6) 2017 along with a rise in atrial capture thresholds. Additionally, noise artifact was noted on the a sense amp channel. Multiple oversensing episodes were also noted. Visual fraying was noted on the lead through fluoroscopy. The patient was not dependent and therefore not symptomatic as a result of lead noise. On (B)(6) 2017, the physician extracted the lead and replaced it. The patient was stable throughout the procedure.

Manufacturer narrative:
Insulation damage was noted at 25.5 to 26.2 cm from the connector pin consistent with clavicle crush damage. The outer coil was fractured at the region of clavicular crush. This is consistent with the observation from the field of clavicular crush.